Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Since there was no evidence of a manufacturing issue related to the complaint, no corrective actions will be taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During coil embolization of the internal carotid artery, detachment of the micrusphere coil was attempted several times, but the coil could not be detached. There was no resistance felt. There was no use of micrus coil before and after this event. It was reported that a pre-deployment electrical check had been performed. No low battery light had been seen during the case. When pressing the power button, all lights illuminated, including the green light. During the detachment cycle, the detachment light illuminated, but there was no audible signal beep. There was no serious injury or need for intervention as a result of the event.